Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 302mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement test and the test failed. Advised the caller to discontinue the use of the device and reverted to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.